Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction, no patient harm occurred. If additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from a medical officer reporting a leakage issue with the device which was used to prevent fecal contamination of the patient's sacral sore. The device started was inserted on (B)(6) 2016, began leaking on (B)(6) 2016 and eventually dislodged that same day. Reinsertion with the same device was done but dislodged again on (B)(6) 2016. It was found that the balloon was leaking, which the reporter felt may be the cause for dislodge; the device was discontinued. No further information was provided including patient details, treatments or outcome.

Manufacturer narrative:
A photograph has been received for this complaint, which was evaluated. The device history records for lot# 13vm528516 were reviewed by the original equipment manufacturer (OEM), and it was confirmed that the established manufacturing and inspection processes were followed. A retain sample for lot# 13vm528516 was reviewed and examined by the OEM and it was confirmed that the samples did meet the product quality specifications. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).